Manufacturer narrative:
The main component of the system and other applicable components are: product ID 8780, serial # (B)(4), implanted: (B)(6) 2015, product type catheter.

Event description:
Information was received from a healthcare provider (hcp) through a manufacturing representative regarding a patient receiving intrathecal therapy. The indication for use was spinal pain. It was reported the catheter was kinked. The patient could feel something from under his skin at the thoracic site. The hcp could see the catheter protruding from the skin, but the skin was not broken. The patient did not experience any additional symptoms. It was unknown when the patient first started experiencing the catheter kink. The hcp opened the patient¿s back and was able to get flow; they implanted the catheter deeper in the patient. Nothing was added or taken away. The catheter kink was resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.